Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During device evaluation, the distal tip was found to be chipped. Examination of the device showed damage at the outer tube as well. The investigation determined that the issue could have been caused by stress from wear or excessive force; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of the outer tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "ir", 10 mm, 30° had the tip chipped. There was no patient harm associated with the event.